Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg failed to establish communication with external devices. Reportedly, patient used a cryotherapy belt directly on the battery area post-surgery, thereafter the failed to establish communication with external devices. The ipg was deemed inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Corrected data: d6b - date of explant.

Manufacturer narrative:
H10 - additional narratives/data. An event of an ipg communication issue was reported to abbott. Troubleshooting was attempted but issue persisted. The ipg was explanted and replaced. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
An event of an ipg communication issue was reported to abbott. Troubleshooting was attempted but issue persisted. The ipg was explanted and replaced. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined."